Manufacturer narrative:
Na

Event description:
It was reported in a service report that stretcher will not shift into brake or steer mode and that the head end cam was broken. No adverse consequences alleged.